Event description:
Additional information received. It was later noted that tablet data is possible to obtain. However, the device will not be returned. New information was received. The provider stated that the cause of death is cardiac arrest. The provider does not believed vns contributed to the patient's death. More information was requested regarding heart rate. It was also reported that the patient was pale and gray during their seizures during these times: december 19 around 9:30pm (21:30), december 9 around 10pm (22:00) and november 30 around 8-9pm. No other relevant information has been received to date.

Event description:
It was reported that the patient passed away reason was not provided. The provider would like to see if the manufacturer can obtain additional information from the vns. It was noted that the device will not be returned to the manufacturer. No other relevant information has been received to date.